Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the dxc 600 pro instrument experienced cartridge chemistry (cc) sample probe obstruction detection errors. Customer also observed an unusual amount of liquid on the top of the caps. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the cap piercer linear pump tubing was worn. Fse replaced the linear pump tubing. Fse ran 12 empty tubes through the cap piercer and all tubes pierced normally. Fse ran six patient samples and all samples processed normally with no errors. This resolved the issue and no further problems were reported.